Event description:
In 2002, in the morning, patient got up and tested their blood glucose with a result of "300". It was discovered later during troubleshooting that their meter was set in the wrong unit of measurement-mmol/l. Patient "did not know what the decimal point was for" and interpreted the result as 300, but actually, the meter was reading 30.0 mmol/l (540 mg/dl). Patient does not recall any readings or how much insulin patient had taken the night before. Patient is on an insulin pump. Based on the "300" reading that morning, patient took a bolus of insulin (amount unknown). A couple of hours later, patient tested again on their meter and their blood glucose was "staying up in the 200s-300s". Patient stated that patient was "zapped out, thirsty, and felt dehydrated". Patient called their friend who then took patient to the emergency room. Before going to the ER, their meter read "137" (13.7 mmol/l=246mg/dl). Patient did not take any insulin at this time just because patient "wasn't feeling well" and their friend insisted on taking patient to the ER. At the ER, the lab test was 227 mg/dl. Patient was given "more insulin" and was admitted to the hospital for 3 days for high blood glucose and high blood pressure. Patient decided to call lfs almost after a month because patient "started thinking that the meter wasn't working right due to giving really low numbers with a point between them when (patient) was feeling just fine". The control solution test passed on the meter during troubleshooting. Although there is no evidence of meter malfunction, this case is reported due to user error. If the meter was in the right unit of measurement, the patient could have taken the right dosage of insulin in the morning and may have possibly avoided having higher blood glucose in the afternoon and being hospitalized.